Event description:
In 2008, the pt reported that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device. This caused insulin to spill into the cartridge compartment of the infusion device. She dried the cartridge compartment with a cotton swab. She was instructed on how to remove the plunger from the piston rod. She was educated on the proper technique for removing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.